Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "chemo infusing over 24 hours - hung april 26th at 2100. Bag volume 550cc. Rate in pump as 24cc/h. This is a standard rate for us. Bag expected to be complete approx 2100 - 2200 april 27th however, at 2100 - still 100cc remaining in bag. Actual completion time 0100. This is much later than the usual estimate over time we account for. Nurses noted rate appeared to be much less than the other pump running ns at 25cc/h."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "chemo infusing over 24 hours - hung april 26th at 2100. Bag volume 550cc. Rate in pump as 24cc/h. This is a standard rate for us. Bag expected to be complete approx 2100 - 2200 april 27th however, at 2100 - still 100cc remaining in bag. Actual completion time 0100. This is much later than the usual estimate over time we account for. Nurses noted rate appeared to be much less than the other pump running ns at 25cc/h."